Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and (B)(6) cannot be conclusively determined through this investigation. The submitted log file contained events spanning from (B)(6) 2023 to (B)(6) 2023. Throughout the log file, the pump appeared to operate as intended at the fixed speed while the driveline was connected to the system controller. Additional information regarding the event was requested from the account; however, none has been provided at this time. (B)(6) was not returned. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use, rev. C, and the heartmate ii left ventricular assist system patient handbook, rev. C, are currently available. The instructions for use outlines potential adverse events, including respiratory failure, neurologic dysfunction, and death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation was completed.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2023, with aspiration pneumonia. The patient had been home on hospice pleasure feeding and had begun to decline approximately 48 hours prior to presentation. The patient's wife reported altered mental status (ams) changes and decided to proceed with full aggressive measures for treatment and revoke the hospice. Average volume-assured pressure support (avaps) was required for hypercapnic, hypoxemic respiratory failure. Antipsychotics were held as the patient was made nothing by mouth (npo) and code status was changed to a full code. A gastrointestinal (gi) consult was requested for gastrostomy tube (gt) placement and recommended general surgery be consulted given the patient's complex medical condition. Palliative care was also consulted to assist with goals of care. The patient received additional diuresis the first couple of days in the hospital and oxygen was weaned to hfo2. Diuretics were decreased (B)(6) 2023, as the patient was felt to be euvolemic. The patient was taken to the operating room later that day and underwent successful gt placement without any noted complications. Shortly after returning to their room, the patient became pulseless and was unresponsive to chemical code of epinephrine, atropine, and sodium bicarbonate followed by the initiation of an epinephrine drip. The patient was found to be in a cardiac standstill on bedside echocardiogram with no left ventricular assist device (lvad) alarms noted. Resuscitation efforts continued and the patient was intubated. Despite aggressive efforts, the patient achieved return of spontaneous circulation on 2 different occasions but eventually was unresponsive to further efforts. There were no alarms associated with the event and interrogation by healthcare providers showed the pump working as intended. Log file review found no unusual events until the driveline was disconnected on (B)(6) 2023, at 6:17pm. Log files were submitted to confirm there was no mechanical issue, and no device malfunction was indicated.